Event description:
The customer reported that the coagulation mode didn't work properly. An end tone, indicating a completed seal cycle, was heard but no electrosurgical effect was seen. A second device was used to complete the procedure without incident. There was no bleeding and no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. The device was received with the cord cut off so functional testing could not be performed.